Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer remotely assisted customer with retiring affected pockets with broken lids logged into diagnostics and extracted broken full height pockets customer recovered all broken and missing full height pockets by unloading and deleting medications customer reinserted all pockets for replacement and reloaded missing medication customer tested all pockets except a1 on drawer 2 which failed to eject inspection showed legacy full height pocket a1 failed to eject when unloaded replaced row board on row a successfully after reboot all pockets functioned normally in application and passed hardware test application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had failed drawer. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.